Event description:
It was reported that during a superficial femoral artery (sfa) angioplasty, catheter entrapment on the guidewire occurred. The lesion was located in the mildly calcified and mildly tortuous superficial femoral artery. The physician attempted to predilate the lesion with the 3.5mm x 40mm x 145cm sterling es pta balloon dilatation catheter. The balloon was inflated once to an unspecified number of atm's, however, the balloon "froze up" on an unspecified guide wire. The physician "had to pull everything out as one". The procedure was successfully completed with an unspecified device. No post-procedure complications were noted and the pt's status was reported as "fine".